Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the surgery multiple communication errors occurred.

Event description:
As per additional information received no issues were observed during this case this case should not have been reported.